Manufacturer narrative:
(B)(4) pull wire broken. Investigation results: analysis of the returned rx cytology brush revealed multiple kinks in the working length including the catheter and pull wire. The bristle portion of the brush was present, properly formed and without issue. Functional evaluation found that the brush failed to extend. The device handle was disassembled and noted that the pull wire had been bent and broken at the hypotube. The event was most likely caused by some operational or anatomical aspect of the procedure which restricted the pull wire¿s ability to move freely within the catheter. Attempts to extend and retract the brush with pull wire movement restricted resulted in the broken pull wire. Therefore, the most probable root cause for this event is determined to be operational context. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an rx cytology brush was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the first brush failed to extend out from the catheter. They used another brush however, the handle was kinked and broke when they manipulated the device. The procedure was completed with another rx cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results; pull wire broken.